Manufacturer narrative:
Date sent to the FDA: 5/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/20/2021. Additional b5 narrative: it was reported that the patient experienced discomfort following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, chronic draining sinus, adhesions, inflammation, infection, scarring, nerve damage, vas deferens transection and tissue granulation. No additional information was provided.